Manufacturer narrative:
As the reported event was flagged before delivery to customers, the remaining quantities has been quarantined as per local procedure. An updated report will be submitted when further info is received. Zimmer reference number (B)(4).

Event description:
It was reported that the ncb screw in packaging was not cannulated. Issue was flagged at zimmer warehouse, prior to delivery to customer. Remaining quantities have been quarantined as per local procedure.